Manufacturer narrative:
The reported complaint of icy catheter (lot# 93501) balloon leak was not confirmed during visual inspection and functional testing. No device malfunction was observed. Upon visual inspection, no physical damage was observed on the catheter. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Observed blood residue on the balloons. During functional pressure leak test, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons were fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. The returned icy catheter was connected to the returned suk and run on the peristaltic pump, no leak was observed on the catheter. The returned icy catheter was connected to the returned suk and ran with the thermogard xp ivtm system for an hour in the max warming mode with target temperature of 37°c and an hour in the max cooling mode with target temperature of 35°c, no leak was observed on the catheter. The icy catheter performed as intended.

Event description:
After four days of ivtm therapy, the user observed the saline bag was empty. The console did not display an alarm. Upon inspection, no fluids were observed anywhere. Following this, the icy catheter was replaced and completed ivtm therapy. The user suspect on the icy catheter leak. No consequences or impact to patient.

Event description:
After four days of ivtm therapy, the user observed the saline bag was empty. No system alarms were noticed during treatment. Upon inspection, no fluids were observed anywhere. Following this, the icy catheter was replaced and completed ivtm therapy. The user suspect on the icy catheter leak. No consequences or impact to patient.